Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient was not able to get the stimulation set correctly on their first ins that was implanted on (B)(6) 2015. The patient reported that whenever they would change positions, it would vibrate down their leg. It was also reported that the patient had pain and could not get it set to the right amount. The patient also reported that the ins flipped and that when they laid down, it felt like they were laying on a tire. It was reported that the patient¿s healthcare provider (hcp) decided to have just the ins replaced and to use the leads that were already implanted. It was noted that the patient¿s registration showed that they had a new lead implanted. The patient stated that the new ins has works great. The patient requested MRI guidelines for the new ins (the MRI was unrelated to the device or therapy). No further complications are anticipated.